Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log. It was determined that the upper and lower auxiliary assemblies were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired after the use of the product.

Event description:
It was reported a spectrum pump had system error 322 in the nursing area. It was also reported there was no pt injury.